Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with peripherally inserted central catheter (PICC). The customer reports the PICC was placed on (B)(6) 2011. The PICC was secured with steri strips to chevron around the wings and then used an "opsite like" dressing. On (B)(6) 2011, the PICC was noticed to be leaking just below the molded strain relief of the secondary extension tubing. The PICC was published and replaced with central venous line and the pt remains in the neonatal intensive care unit.

Manufacturer narrative:
Submit date: 06/29/2011. An investigation is currently underway. Upon completion, the results will be forwarded.